Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 24 mm watchman flx laa closure device with delivery system (wds). The closure device was repositioned four times before full release criteria was met. When the procedure was concluding and just prior to extubation, the patient became hypotensive. A transesophageal echocardiogram was performed and it was discovered the closure device had embolized from the laa to a position near the mitral valve. The patient was transferred to the operating room and cardiac surgical intervention was performed. The closure device was explanted. No patient complications were reported.